Event description:
(B)(6) ¿ dual duette disasters: an uncommon complication in 2 patients. This 1.5 cm polypoid lesion was 26 cm distal to the incisors. The borders were marked with apc in preparation for emr and the lesion was raised using a combination solution. Two rubber adjacent bands were sequentially deployed and hot snare cautery was applied to remove the lesion. A transmural perforation at 30 cm, approximately 1 cm in size, was immediately suspected. 4 clips were placed in order to oppose free edges of the defect however full approximation could not be achieved. A 9 cm 21-25 mm flange polyflex stent was placed under fluoroscopy to traverse the perforation and broad spectrum antibiotics were started. 4 months later the stent was removed and the patient did well. This complaint captures the user error for the lesion was raised using a combination solution which is not listed in the instructions for resection of mucosa by band ligation resulting in perforation.